Event description:
A talent thoracic stent graft system was implanted in a pt for the endovascular treatment of a 49.5 mm in diameter x 38.8 mm long saccular thoracic aortic aneurysm at zone 2. The pt had been treated with a synthetic graft for an abdominal aortic aneurysm. The proximal and distal aortic necks were 36.3 mm and 32.2 mm in diameter, respectively. There was no calcification or tortuosity around the aneurysm, although there was slight thrombus in the aneurysm. It was reported that during the implantation of the two talent thoracic stent grafts, the final angiogram showed that one of the bare springs of the proximal-most graft protruded into the aortic wall, and the blood pressure of the right carotid artery dropped. An emergent transesophageal echocardiography was performed and showed a retrograde type a dissection of the ascending aorta. The physician decided to convert the pt to an emergent open surgical repair. During the open repair, it was noted that one of the bare springs of the stent graft had completely perforated into the intima of the aortic wall and that the dissection from the perforation reached to the right innominate artery. The ascending aorta and innominate, left common carotid, and left subclavian arteries were successfully replaced with a synthetic graft and anastomosed to the proximal talent graft after its bare springs were removed. The physician commented and the aortic wall felt soft and weak when inserting the device from the femoral artery to the aneurysm and also that the bare spring of the deployed graft was contacting the aortic wall with an acute angle. No additional clinical sequelae were reported, and the pt is recovering.

Manufacturer narrative:
(B) (4). Dissection; soft, weak aortic wall, implantation of the thoracic graft in the aortic arch/zone 2.